Manufacturer narrative:
FDA UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 203895 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 203895 and test base part number 195-430wl / lot 199134. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 203895 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.

Event description:
A consumer reported three (3) false positive results with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023 using a nasal sample. This MFR. Report addresses patient two (2) of three (3). Repeat testing was not performed. Confirmation testing was not performed. Prior testing was performed using a different brand of antigen self-test on (B)(6) 2023 and a generated negative result. Per the consumer, the patient contacted their healthcare provider and was prescribed paxlovid after receiving the positive result on (B)(6) 2023. Although the medication prescribed aligns with the binaxnow test result, it is not clear whether all patients contacted their doctor and were prescribed medication or if fewer were. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay in treatment.

Manufacturer narrative:
D4: UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use: device discarded.

Event description:
A consumer reported three (3) false positive results with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023 using a nasal sample. This MFR. Report addresses patient two (2) of three (3). Repeat testing was not performed. Confirmation testing was not performed. Prior testing was performed using a different brand of antigen self-test on (B)(6) 2023 and a generated negative result. Per the consumer, the patient contacted their healthcare provider and was prescribed paxlovid after receiving the positive result on (B)(6) 2023. Although the medication prescribed aligns with the binaxnow test result, it is not clear whether all patients contacted their doctor and were prescribed medication or if fewer were. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay in treatment.